Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose and diabetic ketoacidosis. The customer states that during a previous troubleshoot they found a bent cannula, but after a complete set change, their levels remained high. The customer's blood glucose level at the time of hospitalization was 765mg/dl. The customer states they were placed on an insulin drip and given fluids. The customer was assisted with a reimbursement request.